Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for the past week or, so the patient had been having occasional and random pain where the ins was implanted. The patient said the pain usually occurs when they are sitting. The patient said the pain is a shooting pain then the pain stops. The patient said that the incision site is no swollen, red, draining, and they have not had any falls. The patient was told by their healthcare professional to possibly make some program changes. Patient services reviewed info and when the patient connected to their therapy settings, they were on p3 but stimulation was off. The patient did not remember turning stimulation off but did not mention any issues with therapy. Once the patient turned their stimulation back on, they increased to p3 to 2.6v and was comfortable. The patient was redirected to follow up with their healthcare professional. No further complications were reported.